Event description:
It was reported that the device was used during an exploratory laparotomy, portal vein lymph nodebiopsy, right hepatic lobectomy, and cholecystectomy. It was reported that the clip applier would not release once clip was applied to liver bed. The clip was removed by bovieing around clip. There was no consequence to the pt. The case was completed with a similar device.